Event description:
Device 2 of 2: reference MFR report: 1627487-2017-07188. It was reported the patient experienced ineffective stimulation and the system was found to be auto reducing. Surgical intervention was undertaken and the lead was explanted and replaced. The patient has 2 scs system, it is unknown which lead was removed; therefore both leads are being reported.